Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced increased blood glucose levels and went into diabetic ketoacidosis, which she tried to treat by delivering a bolus. Further, she reported that the infusion set's cannula was kinked and mentioned that high alerts were received. Reportedly, her blood glucose level was 265 mg/dl and the infusion set had been used for one day. Subsequently, on (B)(6) 2019, the she was hospitalized and received insulin drip and fluids (drug name unknown), which resolved the issue. On (B)(6)2019, the patient was released from the hospital, and it was stated that the patient had some nerve damage in her leg, but she was going to physical therapy to heal the damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.